Event description:
In preparation for a stem cell reinfusion, the health care professional placed the bag of peripheral blood stem cells on top of the liquid nitrogen transport cannister so that he could open a sterile bag to put the bag in. The bag exploded with a loud poup sending shards of frozen product throughout the room. The donor was taken to the operating room the following day to extract another donation. The second donation was infused. No harm came to the pt.